Manufacturer narrative:
H10: the device was not returned for evaluation; therefore, a device analysis could not be completed. Furthermore, the machine¿s sharesource log data was queried, and no therapy data was available from on (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an infant died while connected to a homechoice claria apd machine while at the hospital. The patient began peritoneal dialysis therapy ten (10) days after birth. The patient had ¿become ill¿ during therapy while at home. Then the patient was transported to the hospital via ambulance. While hospitalized the patient was undergoing peritoneal dialysis therapy and an unknown alarm occurred. It was not further reported if the patient experienced any other complications prior to death. The caregiver was trained on performing automated peritoneal dialysis. An autopsy will not be performed. Sharesource data was not available. The device was not returned for evaluation. Additional information was requested; however, no further information was available at the time of this report.